Event description:
The customer reported a system message displayed during set up. Eight cases were cancelled and rescheduled. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The laser engine was replaced. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).